Event description:
Information was received from the company representative (rep) via the healthcare provider regarding a patient receiving intrathecal fentanyl 1000 mcg/ml at 75 mcg/day via an implantable pump for unknown indication for use. It was reported that they were unable to aspirate during pump replacement. Dye study performed and catheter was no longer intrathecal. Catheter was replaced with new catheter and the original catheter was tied off in the pump pocket. The issue resolved at the time of this report with the patient's status being "alive-no injury." The patient's weight was 211 lbs and medical history was asked, but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot #: n265749003, implanted: (B)(6) 2010, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.